Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after eating without announcing the meal, and the ilet delivered automated correction doses that reduced glucose levels; the user also reported infusion set tubing that was tangled, braided, and looped, and requested assistance changing supplies while reusing the existing fiasp cartridge. Symptoms included hyperglycemia. Outcomes included recovery without hospitalization or emergency care, with insulin delivery resumed after a supply change and no further issues reported. Investigation included customer interview and troubleshooting with education on meal announcements and infusion set management. Investigation of this case revealed that missed meal announcement contributed to hyperglycemia and that the infusion set tubing issue was resolved by replacing the infusion set and connectors; device function was confirmed through continued delivery and downward glucose trend. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, including missed meal announcement and infusion set handling, with no evidence of device malfunction.